Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient¿s battery had been depleted for the past sixty days. The patient stated they were having a difficult time recharging the battery. The rep stated they did a device reset and cleared the power on reset (por), resolving the issue. No symptoms were reported. No further complications were reported. Additional information was received from the rep. The device was received in for analysis on november 14, 2018. No further complications were reported or anticipated. Additional information was received from a manufacturer representative (rep) on 2018-nov-26. The rep clarified that the healthcare professional (hcp) decided to replace the battery with a new system because the patient had issues with charging in the past which were previously reported. This information was confirmed with the hcp. No further complications were reported/are anticipated.

Manufacturer narrative:
Analysis of the ins found that the battery reached eos due to three overdischarges. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the ins is at end of service (eos) due to three overdischarges. If information is provided in the future, a supplemental report will be issued.